Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary:one titanium lp port with one segment of an 8fr groshong s/l catheter was returned for evaluation. Visual inspection identified three partial circumferential splits and one complete circumferential break. All four splits show signs of smoothing and buckling, therefore, the investigation is confirmed for flexural fatigue. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that when the port system was implanted via the right internal jugular vein, a subcutaneous leak allegedly occurred. X-ray revealed catheter fracture. CT was completed and fractured was noted to be near the insertion site. The distal catheter fragment could not be removed, as it was adhered to the tissue. There was no reported patient injury.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that when the port system was implanted via the right internal jugular vein, a subcutaneous leak allegedly occurred. X-ray revealed catheter fracture. CT was completed and fractured was noted to be near the insertion site. The distal catheter fragment could not be removed, as it was adhered to the tissue. There was no reported patient injury.